Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 21/nov/2025, it was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized for peritonitis with severe abdominal pain. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the pd nurse confirmed that on (B)(6) 2025, the patient was hospitalized with symptoms of abdominal pain. Per the nurse, a pd culture was obtained in the hospital which grew enterococcus cloacae consistent with a diagnosis of peritonitis. The patient was initiated on intra-peritoneal (ip) antibiotic therapy utilizing ceftazidime (dose unknown). Subsequently, on (B)(6) 2025, the patient was discharged from the hospital and continues pd with the same fresenius cycler at home. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient breach in aseptic technique during the pd exchange. The patient is recovering from the event.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that the liberty cycler set had a malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the reported information, the peritonitis event can be reasonably attributed to patient breach in aseptic technique, as reported by the pd nurse.

Event description:
On 21/nov/2025, it was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized for peritonitis with severe abdominal pain. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. Per the nurse, a pd culture was obtained in the hospital which grew enterococcus cloacae consistent with a diagnosis of peritonitis. The patient was initiated on intra-peritoneal (ip) antibiotic therapy utilizing ceftazidime (dose unknown). Subsequently, on (B)(6) 2025, the patient was discharged from the hospital and continues pd with the same fresenius cycler at home. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient breach in aseptic technique during the pd exchange. The patient is recovering from the event.